Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment of different waveforms, the analyzer passed all functional and systems tests, however it was replaced as a preventive. (B)(4).

Event description:
It was reported that the electrogram from the software analyzer showed large wide waveform however the surface electrocardiogram showed a normal sinus rhythm as the patient's intrinsic heart rate. Follow-up determined that another analyzer was readily available and this one was changed out. The analyzer was returned for service. No patient complications have been reported as a result of this event.